Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and explant date, but they could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred on an unknown date to explant the ipg because the patient did not believe it was working. No further information was provided about the nature of the problem.